Event description:
Event description guidant received information that during the ICD replacement procedure, the chronically implanted lead was observed to be fractured near the electrode tip. The lead was taken out of service and surgically abandoned. A new lead was successfully implanted.